Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the feeding and flush lines were assembled incorrectly causing the patient to receive mostly water versus the nutritional feeding as intended. The set was switched to another set and there was no harm to the patient.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The reported issue was confirmed. The root cause is associated to the assembly process. The feeding line was incorrectly assembled to the wrong part. A formal corrective and preventative action was implemented for this reported issue. This complaint will be used for tracking and trending purposes.